Manufacturer narrative:
Other text: g5: 510k. D4: catalog number, lot number, expiration date and UDI number is unknown; h4: device manufacture date is unknown; d3: unknown. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the disposable is not connecting to the pump. The event took place at patient's home; the patient was the operator of the device. No medical intervention was required.